Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a needle that was pulled out of the hub. The following information was provided by the initial reporter, translated from (B)(6): before use, the needle with the shield was separated from the hub/barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-mar-2022. H.6. Investigation: customer returned a sample and images were forwarded to the manufacturing facility of a 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a needle that was pulled out of the hub. The following information was provided by the initial reporter, translated from japanese: before use, the needle with the shield was separated from the hub/barrel.